Event description:
Customer received a result of hi (greater than 33.3 mmol/l) on the mobile system, and a result of 4.3 mmol/l on the aviva within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.